Event description:
It was reported to hp that the nurse tripped over a cable laying on the floor. Her foot got tangled in the excess cable. She fell into some equipment and injured her shoulder. The customer feels that hp should make cables that are coiled up rather than loose and straight.